Event description:
It was reported that the inflatable penile prosthesis (ipp) was working and a few months ago, while the patient was riding an exercise bike it seemed to pop and never worked again. A revision surgery was performed in which the ipp was removed and replaced with a tactra. After the procedure a hole in one of the cylinders was found and that caused a fluid leak in the system.